Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue; the keypad cover is missing and all the keypad buttons are unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during investigation, the keypad was found to be missing. All keypad buttons were unresponsive. Moisture was observed under the keypad button contacts. Unrelated to the complaint, investigation revealed that the display was dim with discolored text and the battery compartment was cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.